Event description:
It was reported to boston scientific corp in 2007, that 10 days after placement of a corflo cubby low profile gastrostomy device, the y-port detached. The procedure was completed with a different device (unknown device/MFR). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Visual examination of the returned device revealed that the y-port to feeding tube bond joint was beginning to fail on one side. The cause of the bond joint degradation is unk; however, it is attributed to the mfg process.